Event description:
On (B)(6) 2013 the reporter contacted animas to report that on an unspecified date ¿several months ago¿ the patient obtained ¿high¿ blood glucose levels after an issue with the insulin cartridge in her pump. No further details were provided about the patient¿s results, blood glucose levels, insulin doses taken, symptoms or treatment. The patient refused to provide further information and also refused to troubleshoot the pump or cartridge. The patient allegedly suffered blood glucose levels suggesting severe hyperglycemia after an issue occurred with the cartridge; no further information was known. Therefore, this complaint is being reported.